Event description:
It was reported that stent damage post-deployment occurred. The 99% stenosed target lesion was located in the left anterior descending artery (lad) to left main (lm). A 4.00 x 24 mm promus premier was advanced for treatment. After deploying the stent, significant resistance at the distal lm was felt when the physician attempted to post-dilate the stent using a 4.00 x 12 mm balloon. Intravascular ultrasound (ivus) was performed and revealed that the stent was deformed in the distal lm to proximal lad which was causing the resistance in balloon delivery. The physician dilated the deformed stent with small to large balloon and deployed an additional stent to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).